Event description:
The manufacturer representative asked how to resolve the issue of the patient programmer not working. The patient programmer was tried with and without the antenna, but still had poor communication and would not interrogate. The programmer would not increase or decrease. A replacement patient programmer was requested.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient's friend or family member regarding a neurostimulator for non-malignant pain that was implanted in the bottom of the patient's neck. It was reported that the stimulator was not working:the patient could not turn the stimulation off since (B)(6) 2016, and the patient programmer was not working. The patient had stimulation all day. The patient had not had any falls or traumas. The patient's friend or family member was going to call back to try the patient programmer and turn off the stimulation.